Event description:
Boston scientific received information that this right atrial lead had insulation damage. Subsequently, the ra lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.